Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned with 32 staples remaining in the cover block indicating that least 3 staples were fired by the end user. Visual examination of the returned stapler revealed that the first two staples appeared misaligned. Two unformed staples were observed in the forming tool. The trigger was not returned engaged and no evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. Dimensional inspection was not required as a part of this complaint investigation. The two unformed staples were removed from the forming tool before attempting functional inspection. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple properly formed and released. To simulate insertion into the skin, all remaining staples were fired and were able to engage and close into the simulated skin with some resistance in the trigger. Per DHR the product visistat 35r 6/box lot # 73k2200706 was manufactured on 10/24/2022 a total of (B)(4) pieces. Lot was released on 11/07/2022. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of "misfire/jamming - misaligned staples" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided as there were no issues observed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.